Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that the guidewire (subject device) was used as a replacement, but the guidewire got broken completely when attempted to be advanced towards the target site. The device was removed along with the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the guidewire (subject device) was used as a replacement, but the distal tip of the subject guidewire got broken completely when attempted to be advanced towards the target site. The device was removed along with the catheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 3 reports (2nd MDR). B5 - executive summary - updated there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.